Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 673 mg/dl. The cause of elevated bg was unknown. The customer went to the emergency room and was subsequently hospitalized. Reportedly, the customer was released on (B)(6) 2022. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.